Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient experienced a short study with a duration of 7:07 hours. The unit is being returned. Due to the short study, a repeat procedure will be scheduled. No other known adverse events reported.

Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. The study duration is 7 hours and 7 minutes long instead of 24 hours. All of the ph values are within the normal range. Ph tracing is consecutive without any ignores. The graph displayed a sudden stop and the graph does not continue, indicating a short study. Replication of the reported condition may occur if the recorder stopped recording for various reasons such as: the recorder's battery discharged prematurely, the recorder's battery was not fully charged, or if the patient stopped the recording by mistake. The recorder was not returned for evaluation so root cause could not be determined. A review of the device history record for the capsule lot number and recorder serial number indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.